Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during a follow up the atrial lead was discovered to have no capture or sensing. The lead was programmed off.

Event description:
New information indicates during a pulse generator change out the lead was noted to be dislodged. The lead remained programmed off. The patient condition was good before and after the event.